Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with (B)(4) bluetooth device was performed and passed. Transmitter functional testing was performed and passed. Performed share data log review and there was a connection loss gap present within the investigation window. The probable cause could not be determined. No additional event or patient information is available.